Manufacturer narrative:
Device return: one (1) used 11956 clave connector. Although requested the involved mating/access devices were not returned for analysis. Engineering evaluation and findings : visual analysis of the "as-received" used 11956 clave connector confirmed the connector internal silicone component was damaged (recessed /folded over ) this condition could result in leakage. Previous investigations of this type of internal component conditions have identified usage/technique conditions with use of incompatible mating/access devices as well as attachments with a angled or sliding entry. For optimal performance and as stated on the device sets directions for use (dfu) the microclave connectors should only be accessed straight on with an iso compliant male luer with an inside diameter between 0.062" and 0.110".

Event description:
Medsun report received concerning component (silicone) /leakage issues with set-up utilizing 11956, clave connector. The (B)(6) event was reported as follows " cvc (central venous catheter) found leaking blood on to bed . Tubing removed and ns (normal saline) hooked up to existing clave. Clave found to be leaking. Clave removed and cvc flushed with 15cc ns. Old clave appears to have plunger inside of it missing or broken. New clave placed on cvc and fluids hooked back up . 30cc of blood estimated loss when the blue pad was weighed." This is the manufacturers follow up report to provide additional information (device return) and investigation results.

Event description:
Medsun report received concerning component (silicone) /leakage issues with set-up utilizing 11956, clave connector. The (B)(6) event was reported as follows " cvc (central venous catheter) found leaking blood on to bed . Tubing removed and ns (normal saline) hooked up to existing clave. Clave found to be leaking. Clave removed and cvc flushed with 15cc ns. Old clave appears to have plunger inside of it missing or broken. New clave placed on cvc and fluids hooked back up. Thirtycc of blood estimated loss when the blue pad was weighed." Although the manufacturer has requested additional event, device usage information as well as the return status of the involved device, there has been no response.